Event description:
It was reported during a laparoscopic cholecystectomy while using the pmw35 to close port site incisions the device was firing malformed staples. A new stapler was pulled to complete the case. There was a consequence to the pt.